Event description:
It was reported that 2 out of 4 screws in the wheelbase for attachment of the lifting column had become loose on the anesthesia workstation. This caused the lifting column to be a bit loose and wobbling. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation into this event has been completed. The reported problem that the lifting column became loose from the wheelbase on a newly installed anesthesia system has been investigated. It was reported that two out of four screws securing the lifting column had dislodged and the other 2 were loose. The lifting column is mounted to the wheelbase in our production. According to the working instruction, the lifting column is secured by mounting 4 screws with washers from the underside of the wheelbase and tightening them with the specified tightening torque of 17 nm. Our conclusion is that the cause of this issue was a manufacturing failure (single operator failure).

Event description:
Manufacturer's reference #: (B)(4).